Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports that when they entered the patient¿s room at 0330 to help the patient go to the bathroom they grabbed the IV pole with the tube feeding and water bolus bag hanging and found a wet spot on top of the kangaroo pump and the flush bag leaking at the connection point where the bag meets the line.